Manufacturer narrative:
Investigation results: ¿the problem is caused by bugs of measuring function of imaging software cellsens v1.16 (released on october 1, 2016), v1.17 (released on april 1, 2017), or v1.18 (released on october 1, 2017), when it is used in combination with digital camera dp74. ¿imaging software cellsens v2.1 (released on april 1, 2018) or subsequent versions includes bug fixes. ¿the bugs of imaging software cellsens v1.16, v1.17, or v1.18 can be corrected by upgrading to v2.1 or subsequent versions. ¿the bug of measuring function is not made known to customers. Response to the customer: ¿on (B)(6) 2022, local sales upgraded the customer¿s imaging software cellsens to v2.3 in japan.

Event description:
Problem: measurements taken on a snapshot (saved image) by imaging software cellsens may be about 20% larger than measurements taken on a live image. Detail device conditions: ¿imaging software cellsens (non-medical device) v1.18 (released october 1, 2017) or earlier along with a digital camera dp74. ¿the bit depth of cellsens is set to 10 bits and the aspect length to width ratio of cellsens is set to anything other than 16:10. ¿biological microscope bx53(medical device), digital camera for microscope dp74 and imaging software cellsens were set up. Human damage: over the last 5 years, no surgical operation at the hospital has been conducted based on the data measured and acquired by using cellsens. Damage of property: none.

Manufacturer narrative:
Field notice: evident announced on website to update to the v2.3 or v4.1 for customers using dp74 with cellsens earlier than v1.18. Website:https://www.olympus lifescience.com/ja/important notices/detail/423 ID.209715638.html field action: evident scientific, inc has identified a list of potentially affected customers in america and sent the notification on evident website directly to these customer via e-mail. Corrective action: opened on (B)(6) 2022. CAPA no.fy2023-co0002.